Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter powered off during use. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged power issue occurred on the morning of (B)(6) 2013. The patient stated that after the subject meter powered off she waited approximately 1 hour and when she retested she obtained a reading of "15.4 mmol/l". During the follow-up call, the patient informed the csr that she does not take any medications to manage her diabetes. The patient claimed she just monitored her food intake and activity level throughout the day. The patient denied developing symptoms after the alleged power issue occurred; however, reported that she contacted her physician on the following day because she was concerned regarding the elevated reading of "15.4 mmol/l". The patient stated she was advised by her hcp to check her blood glucose more regularly and to avoid fried food. At the time of troubleshooting, the alleged meter power issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged power issue remained unresolved at the time of troubleshooting.